Manufacturer narrative:
Citation: chin et al. Tavi-in-tavi in a patient with morquio syndrome: a case report. Eur heart j case rep. 2026 jan 19;10(1):ytaf662. Doi: 10.1093/ehjcr/ytaf662. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 65-year-old female patient with morquio syndrome and a non-medtronic bioprosthetic valve which had been implanted for eight years. More recently, the patient presented with dyspnea and congestive heart failure (chf). Transthoracic echocardiography revealed bioprosthetic valve degeneration with severe aortic stenosis and moderate aortic regurgitation. Subsequently, the patient underwent a tavi-in-tavi procedure with implant of a medtronic 23-mm evolut fx+ bioprosthetic valve. After initial deployment, results showed moderate paravalvular leak and a transvalvular pressure gradient of 40 mmhg. Balloon dilation successfully resolved the leak and reduced the pressure gradient to 15 mmhg. At a 30-day follow-up, the patient was noted as asymptomatic with a mean pressure gradient of 25 mmhg and mild perivalvular leak. No further information was provided pertaining to medtronic products.